Manufacturer narrative:
Evaluation of the returned device was completed. The insertion sleeve was found to have a bent tip, and no other non-conformance's were found during visual inspection and x-ray inspection. Per manufacturing procedure, each device undergoes a manufacturing check to measure the insertion sleeve tip as a critical dimension. Therefore, it is unknown when and how the bend in the insertion sleeve tip occurred. Based on the available information including product investigation, the root cause of the reported issue (bent tip) cannot be determined. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that prior to patient contact, the surgeon observed under the microscope that the tip of the insertion sleeve was bent upward (a burr like appearance). There was no patient contact as the device was not used. A back-up device was used to complete the procedure successfully. Reportedly, the bent insertion sleeve was observed after removing the protection sleeve.